Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented with syncope and slurred speech. Review of device data found atrial arrhythmia's had been stored in the past 72 hours. Additionally, right atrial undersensing was observed on stored electrograms (egm) with low ra intrinsic amplitudes. Potential loss of right ventricular (rv) capture was also noted. No additional adverse patient effects were reported.